Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter was not powering on when the patient was trying to test. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (09/11/2013)-product evaluation: the analysis of the subject meter was completed on 09/03/2013 by product analysis with the following findings: the analysis of the subject meter found that the battery voltage was low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.